Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a 4" (10 cm) smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer where they stated in the report that "patient seen at 0600 for hourly check, right shoulder and blanket noted to have blood on it. Blood backing up into trifuse extension and blood around extension pieces. Everything connected. Extension trifuse exchanged and infusing well without issues now." There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
One used device was returned for evaluation; no visual damages or anomalies were observed. The reported complaint of back flow could be confirmed. The returned sample was tested and a small tear was found in the tubing. The probable cause is from an unintentional pulling force during use. Lot history review could not be conducted because no lot number(s) was/were identified.